Event description:
The following has been reported by customer: the reported device was sent by the customer to the local service department with the mention that this displays an error. The device was verified by the local service department and it was found that it shows the error 30 (time keeper). Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, and it was found several errors id30 as reported by the customer. The reported device was not received in brézins for investigation because the investigation and the repairs were conducted locally. According to the provided result of investigation, when the device was disassembled, traces of liquid contamination of the ac power supply were observed. The ac power supply electronic board was cleaned. After reassembly, the device was tested. The device was operating normally. Based on this information the root cause of this defect was found likely due to a mishandling of the device caused by infiltration of medical liquid which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.